Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that, "during the surgery, the surgeon could insert too easily the insert onto the baseplate. Also the surgeon could remove the insert onto the baseplate by hand. Therefore, he tried to lock another two kind of thickness inserts onto the baseplate. However the results were same, because the barbs of tibial component were too short. Therefore, the surgeon removed the triathlon prim tib baseplate (#4) and implanted a triathlon prim tib baseplate (#5)."